Event description:
When attempting to use an automatic clip applier during the harvest an alt (anterolateral free flap) free flap, the automatic clip applier did not load a medium clip. The surgeon tried to clip the vein, but since there was no clip loaded, the vein was cut when they tried to deploy a clip.